Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact on the customer's blood glucose level. Reportedly the customer had filled the cartridge with cold insulin. Technical support advised the customer to use room temperature insulin when filling the cartridge. Customer primed the tubing to address the issue.